Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle after a diagnostic procedure using a 6fr sheath. Reportedly, prior to use, the physician "played" with the lever of the device. A cuff miss [suture retrieval issue] occurred. A second prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, it was stated that the physician "played" with the lever prior to use. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: prior to use, inspect the perclose prostyle smcr system to ensure that the sterile packaging has not been damage during shipment. Examine all components prior to use to verify proper function. Exercise care during the device handing to reduce the possibility of accidental device breakage. In this case, it is unknown if the IFU violation contributed to the reported difficulty. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.